Event description:
It was reported that ams 800 accessory kit was used due to unspecified reason. Additional information received stated that the accessory kit was opened during the surgery and the procedure was aborted because the patient sustained urethral perforation.